Event description:
It was reported that during a pci procedure involving a lesion located in an unspecified location, the quantum maverick monorail ruptured after several inflations. The number of inflations and to what atms is unk. The balloon was being used to post dilate a stent. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.